Event description:
New information notes that the patient was asymptomatic. The oversensing did cause pacing inhibition. The patient had no complications and did well post procedure.

Event description:
It was reported that the right ventricular lead exhibited oversensing. The lead was capped and replaced on (B)(6) 2017. No further information could be obtained.